Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable roche diagnostics cobas elecsys anti-tpo results for one patient sample. The initial result was > 600 u/ml. The repeat results were <5.0 u/ml and > 600 u/ml. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service engineer determined there was an issue with the dispense and changed the sample and reagent probes. He checked the positions and found no issues and ran performance testing which was within specifications. Further investigation could not determine a specific root cause. If the reagent probe or sample probe were out of specifications, then more than one result would have been affected. Additional information for further investigation was requested but was not provided.